Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported "nuisance air-in-line (ail) alarms." It was reported that the nurse troubleshoots the issue "by cleaning the pressure sensors with an alcohol swab," and was unaware of the ail sensor location. This was reported to bd representative during site visit. The bd team reviewed nuisance ail troubleshooting techniques. There was no information on patient involvement.